Manufacturer narrative:
Zimvie complaint number (B)(4). D4: additional device information: unknown / not provided. G4: premarket identification PMA/510(k) #: k011028/k013227. H4: device manufacturer date: unknown / not provided. H6: event problem codes: patient code: 1690, 1812, 1768.

Event description:
It was reported that an implant at tooth site #24 was removed due to an infection and a bone loss. Form indicated that the patient presented with left cheek cellulitis, mobility of implant 24, and purulent discharge. Abscess and pain were reported as a consequence of the event. Implant was removed, curettage performed and a graft was made.